Event description:
A reporter called to report the adverse events she is experiencing from her breast implants she had about 19 years ago. A patient stated every time she makes movements like bending, puling, stretching and pushing, it feels like something is snapping. She said afterwards she start feeling pain on the left side to the point that she is having difficulty to breath. She said this has been going on for a year and doctors were not able to figure out her problems.